Event description:
Received a 3500a from vitas healthcare. The patient was smoking a cigarette with his 8-1/2-year-old irc5po2v oxygen concentrator. A fire erupted causing third degree burns on the patient's body. The patient was transported to a out-of-state burn center for treatment of burn injuries.

Manufacturer narrative:
It is unknown what, if any malfunction, occurred, however, it is more likely that the fire was caused by the patient smoking while using the concentrator. Therefore, the medwatch is being filed in an abundance of caution. The user manual 1143482-f states; "danger. Do not smoke while using this device. Keep all matches, lighted cigarettes or other sources of ignition out of the room in which this product is located and away from where oxygen is being delivered. No smoking signs should be prominently displayed. Textiles and other materials that normally would not burn are easily ignited and burn with great intensity in oxygen enriched air. Failure to observe this warning can result in severe fire, property damage and cause physical injury or death." A follow-up will be filed if more information is received.